Event description:
It was reported that during a lap cholecystectomy procedure, the clips fell off the instrument. The site opened a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.